Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent and three limb stent grafts on (B)(6) 2014. It was reported the patient was diagnosed with a type 1a endoleak and a type 3a endoleak from the right limb. On (B)(6) 2017 the physician elected to reline the initial implants with non-endologix devices to seal the endoleaks. The current patient status has not been reported to endologix.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation confirmed the following events; type 1a endoleak, a type 3a endoleak with complete component separation of the iliac limbs, and secondary repair with non-endologix devices implanted. Additionally there was evidence to reasonably support the following observations; sac growth, type 1b endoleak, rupture, and hematoma. The clinical evaluation identified the following potential contributing factors to the reported event; off label use due to patient anatomy, inadequate overlap between the main body and the limb extension at one month post initial implant, and dilation of the limb extension. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. PMA number updated.

Event description:
Additional information received from clinical evaluation; two days after the repair with the non-endologix stents the patient had a rupture and two additional non-endologix limb extensions were placed in the right common iliac artery. The rupture and additional intervention was not reported to endologix. Final patient status is unknown.